Event description:
It was reported to boston scientific corporation that a rotatable oval snare was prepared for use in an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, the snare loop could not be extended from the sheath. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare had detached from the handle, rendering functional testing impossible. The complaint that the snare loop could not be extended was confirmed; the detached flare prevented device actuation. A definitive root cause for this failure could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted.